Event description:
Boston scientific received information that this right atrial (ra) and right ventricular (rv) leads were implanted with a competitor device. Upon initial testing at implant, pace impedance, threshold, and sensing measurements were within normal limits. During pre-discharge testing, it was noted that pace impedances were greater than 9,999 ohms and loss of capture (loc) was observed. A revision procedure was performed wherein it was discovered the leads had not been properly inserted into the connector block of the device. The leads were reinserted and the procedure concluded without consequence. The patient was later discharged to home. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This investigation will be updated should further information be provided.